Event description:
Hospital advised pump alarmed malfunction and error codes 671, 672 and 571 were displayed. Pump alarmed. This occurred while all four channels were in use. There was no pt consequence.